Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: thrombosis without treatment. Device issue: no device malfunction has been reported. It was reported that in 2008, the patient presented with acute non st segment elevation mi. The next day, the om2 was observed to be occluded with in-stent restenosis at its take off and 50% in-stent restenosis of the cx stent. Balloon dilatations were made in the cx and om2. A 3.0x12 promus was deployed in the previously deployed om2 stent. A linear appearing lucency was noted in the om2 with no staining. This was felt to be thrombus or a linear dissection, more likely the former. No intervention performed so as to avoid embolization of thrombus more distally. There were no patient complications throughout the procedure. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because distributor distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation- product performance engineering reviewed the incident information. Thrombosis, as listed in the promus IFU, is a known adverse event associated with coronary stenting and not necessarily an indication of a product quality deficiency. As there was no reported product malfunction during the time of stent implants, there does not appear to be any indications of a stent delivery system (sds) quality deficiency. However, a conclusive cause for the reported patient effects, and the relationship to the products, if any, cannot be determined.